Manufacturer narrative:
Product ID: 3777-45, serial# : (B)(4) implanted: (B)(4) 2012, product type: lead product ID 3777-45, serial#: (B)(4) implanted: (B)(4) 2012, explanted: product type: lead

Event description:
Additional information was received from the consumer on 2018-05-10 reporting that the patient met with a manufacturer representative who reported that the test and it was not working. The patient was advised to attempt recharging the battery but it would not work. The issue was not resolved. It was noted that they needed the leads replaced. The patient was waiting for insurance approval and for the surgery to be scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the battery was overdischarged. It was confirmed by the patient that no adverse events happened. A jumpstart was attempted with no success and usage was not able to be regained. The issue was not resolved at the time of the report. A surgical intervention was not planned or performed. Additional information was received from a patient and a manufacturer representative (rep). It was reported that the stimulator was not working since about (B)(6) 2018. The patient clarified the therapy was on and the ins was charged, but the therapy wasn¿t working for her. The patient met with a rep who checked the device and did a test and said something like 12 of the 14 ¿something¿ were not working. The patient was advised to turn the ins off. The patient met with her hcp and the hcp was going to replace the ins, but the hcp wanted confirmation on the inss status. The patient met with a rep who discovered the ins was dead and they were unable to get it started. The ins would not recharge in the beginning of (B)(6) 2018. The rep was going to follow up with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018 reporting that the representative could not verify the consumer's statement regarding electrodes not working. It was assumed by the representative that they meant that it referred to electrodes being out of range- greater than 10000 ohms. This could not be verified because the battery was overdischarged at the apartment. The representative was not aware of a surgery but follow-up was continued to be sent by the resepresentative. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s overdischarged ins was replaced on (B)(6) 2018, with the newest ins model. At the time of the replacement an impedances check was done and electrode 2 had impedances of greater than 40,000 ohms. All others were within normal limits. The physician was aware of this issue and did not replace the leads, only the ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that the cause of electrode 2 being out of range was unknown. The explanted device was discarded by the customer. No further complications were reported.